Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a 3.0x12 mm vision would not cross a lesion in the lad. The 2.5x28 mini-vision would not cross a heavily calcified lesion in the circumflex. After repeated attempts to cross the lesion, with force applied against resistance, the stent dislodged in the coronary. The dislodged stent was snared with no difficulty. No add'l event or pt info is available.

Manufacturer narrative:
.